Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Visual inspection revealed fluid ingress into the proximal tygon tubing. Microscopic inspection revealed the irrigation luer is concentric within the luer hub, however, the luer appeared to be damaged. The luer hub was visually inspected, confirming a small gap between the cured adhesive and inner irrigation tubing.

Event description:
This report is to advise of a tygon leak noted in the catheter during analysis.